Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be damage to the rear harness. To correct the condition, the rear harness was replaced. If any additional information is received, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided, as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or is similar to a product distributed within the u.s. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
During product evaluation by a baxter service technician, a colleague infusion pump required the replacement of a rear harness. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This involved a colleague p1.5 infusion pump with a user interface module software version of 6.63.92. No additional information is available.